Event description:
It was reported that the patient presented for a system extraction for infection. It was noted that the infection was caused by pacemaker erosion. The patient was stable throughout and the system was replaced on (B)(6) 2018.

Manufacturer narrative:
Analysis was normal. No anomalies were found.